Event description:
A customer reported to beckman coulter, inc. (Bec) of receiving a kit of synchron fe/ibct calibrator that was leaking. The customer indicated the cap on level 1 calibrator appeared tight but did not screw down as far as it should to make a tight seal. Because the calibrator is packaged in a bag, the leaked calibrator liquid did not make any contact to operators. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The calibrator leaked due to a loose cap. A replacement was sent to the customer. Bec internal identifier for this complaint is (B)(4).